Event description:
Medtronic received information that 30 minutes following the implant of a non-medtronic surgical valve (perceval). The patient died of unknown causes. It was unknown if an autopsy was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).